Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2014 with the following findings: a review of the black box indicated loss of primes had occurred. The pump successfully completed a rewind, load, and prime sequence and completed 24 hour testing with no loss of primes occurring. The pump casing was opened, and investigation revealed a crack on the force sensor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.